Manufacturer narrative:
Of the 2 allegations of a malfunction, 0 pumps were returned to animas and investigated. During investigation for unrelated allegations, there were 8 dim fading display failures revealed.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the 2020 model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 1 was male, 0 were female, and 1 was unknown.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 2 allegations of a malfunction, 0 pumps were returned to animas and investigated. During investigation for unrelated allegations, there were 8 dim fading display failures revealed. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 0-54 years of age and between 190 and 190 pounds. Of the reported patients, 1 was male, 0 were female, and 1 was unknown.